Event description:
It was reported that during the procedure for treatment of a mildly tortuous lesion in the marginal saphenous vein graft, the 2.5x28 rx mini vision stent delivery system was advanced but could not cross the lesion. The stent delivery system was removed from the anatomy. The patient was treated satisfactorily; however, the method of treatment is unknown. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed the distal shaft was torn at the guide wire exit notch.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the rx mini vision was returned with blood on the shaft. There was contrast in the inflation lumen and on the tip. This is consistent with device preparation and the catheter advancement into the patient anatomy. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The guide wire exit notch and distal shaft were torn distally for a length of 6 mm. The tear was on the inner and outer members. The tearing of the guide wire exit notch and shaft appear to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the stent delivery system in an opposite direction as the guide wire. There were multiple bends in the entire length of the hypotube. Since there was no mention of catheter damages in the report, the bends and tear in the shaft may have occurred during packaging to return to abbott vascular for analysis. The tip length and outer diameters of the stent implant were measured and met specifications. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. To help ensure this type of damage is not a result of a manufacturing deficiency, all stent delivery catheters are 100% visually inspected for damages throughout the manufacturing process. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for tears in the shaft for this lot. The reported failure to advance and the observed catheter damage were most likely related to the operational context of the procedure. There is no indication of a product quality deficiency.